Event description:
A customer contacted beckman coulter inc. (Bci) regarding ind/no value flags obtained for accutni on qc samples. Subsequent testing produced higher results within a different gestational category. No patient results generated were supplied by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer called bci hotline and while troubleshooting it was discovered that the reagent pack had been loaded onto the system in the incorrect slot. The customer repeated accutni qc on a correctly loaded reagent pack and recovered results within their established range.